Event description:
The stockings were taken off at the beginning of the shift and it was noted by the nurse that there was a large indentation on the patient's leg.when the nurse was preparing to re-apply the stockings, she noted that the middle section of both stockings were over inflated and did not deflate. The equipment did not alarm. The patient had a minor pressure ulcer. Biomed technical assessment: they found that the scd (sequential compression device) was functioning properly. The problem was with the reusable hose assembly. The hoses were reversed at the "y" conncector, causing cooling air to inflate the center section of the stocking instead of the cooling section which has vent holes. The problem only shows up when the cooling air switch is turned on. The hose assembly is worn and slightly yellow indicating that it has been in use for a number of years, and it was easy to disconnect the hoses from the "y" connector indicating that it had been disconnected previously. Biomed inspected the scd hoses in spd (sterile processing department) and found all others connected properly. These other hoses did not disconnect easily. Biomed believes this one hose assembly had accidentally become disconnected and was inadvertently reversed when reconnected. The hose assembly was taken out of service, and the scd was returned to service.